Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and reported that, the insulin pump was not working. Customer stated that, he tried to prime the line and no insulin is coming out. Customer declined troubleshooting for the high blood glucose. The current blood glucose was 223 mg/dl. The device will not be returned for analysis.